Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) could not be reviewed as a serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 31 mm edwards surgical valve implanted three years, seven months, underwent valve-in-valve procedure in tricuspid position due to unknown reasons. A 29 mm valve was to be implanted but wasn't as patient arrested. Patient status is stable.

Event description:
Edwards received information that a patient with a 31mm edwards surgical valve implanted three years, seven months, underwent valve-in-valve procedure in tricuspid position due to stenosis and regurgitation. A 29mm valve was to be implanted but was not as patient arrested. Patient status is stable.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.